Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that around the beginning of (B)(6) 2019, the patient had fallen and since then their device had not worked. Impedances were checked and all contacts were out of range. No interventions were reported, so follow up will be conducted to obtain missing information. No symptoms were reported. No further complications were reported or anticipated.